Event description:
Conmed japan reported on behalf of their customer that an unknown conmed anchor was used during an arthroscopic rotator cuff repair and it was observed post-operatively that ¿on (B)(6) 2026, ¿bone cysts have been observed around the inserted y-knot rc. This tendency appears to occur more frequently in male patients and can be identified through postoperative MRI or x-ray imaging. Abnormalities were clearly observed around the area where the y-knot rc was inserted, and postoperative progression appeared enlarged.¿ no medical/surgical intervention or prolonged hospitalization was required. There was no allegation of a device failure; however, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous adverse events. This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced a bone cyst.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that an unknown conmed anchor was used during an arthroscopic rotator cuff repair and it was observed post-operatively that "on (B)(6) 2026, bone cysts have been observed around the inserted y-knot rc. This tendency appears to occur more frequently in male patients and can be identified through postoperative MRI or x-ray imaging. Abnormalities were clearly observed around the area where the y-knot rc was inserted, and postoperative progression appeared enlarged." No medical/surgical intervention or prolonged hospitalization was required. There was no allegation of a device failure; however, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous adverse events. This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced a bone cyst.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: infections, both deep and superficial are possible. As well as allergic reaction, tissue irritation/inflammation and other reactions to device material. We will continue to monitor per regulatory requirements to help ensure patient safety.